Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) communicated with customer and confirmed the reported issue. Review of the system log file showed malfunction of flexvision pc. The rse provided the customer with part number information for a replacement of flexvision pc and hard disk which was order and replaced by biomed. After the replacement of flexvision pc and hard disk the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system will not boot. The device was outside clinical use at the time of the event. There was no reported patient or user harm. The customer evaluated the system themselves and identified that the flexvision pc was faulty. Philips technical support provided the customer with part number information for a replacement flexvision pc and hard disk. The customer¿s biomed will order and replace the parts. The investigation is ongoing. A follow up report will be submitted when further information is received.